Event description:
From staff: during the colostomy takedown procedure, an anastomosis was attempted utilizing a "stapler circular powered 18cm shaft 29mm" ref #: cdh29p. The device malfunctioned, the anvil and handle would not connect; device retained and delivered to team lead from operative report: stapler malfunction resulting in rectal perforation with no anastomosis yielding an eventual anastomotic leak.